Event description:
It was reported that the user contacted support for pump assistance while using a dexcom g6 continuous glucose monitor (cgm) and had entered the wrong transmitter serial number during pairing on the ilet bionic pancreas, which contributed to a bg run mode expired alert; troubleshooting and education were provided, the correct pairing steps were completed, and the issue was attributed to incorrect procedure with no device component implicated. Symptoms included vomiting associated with a blood glucose peak of 390 mg/dl. Outcomes included a delay to therapy with no long-term health impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and a usage problem was identified related to failure to follow instructions; a device part or component was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.